Event description:
It was reported that the patient experienced a shocking/jolting sensation when she leaned on the device. The patient had turned the device off. The company representative had spoken to the patient and answered questions regarding shutting the device off. No further information was provided. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot: v323603 implanted: (B)(6) 2009 explanted: na. Programmer model 3037 serial: (B)(4).